Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. The service technician noted scratches on the upper enclosure and debris on the lcd (liquid-crystal display) screen. No error codes were found in the device log history. Foam particles were observed inside the blower kit. The device was repaired and passed a performance test.